Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the heparin bag was empty earlier than expected one hour after the start of the infusion. The heparin (25,000 units in 250 ml) was started at 1511 to infuse at 13u/k/h 14.1 ml/hr with a vtbi of 200. The user opened the pump door to troubleshot an ail alarm, cleared the air, and restarted the infusion. She returned for another ail alarm and found the container empty. The vi on the pump was 11 ml. Two nurses confirmed the pump was correctly programmed, the set was in the correct pump module and no fluid leaks were discovered. A follow up ptt confirmed the patient received the heparin. Two 2 additional blood draws and one night of complete bed rest were ordered. No other effects to the patient were reported. After the event, the devices were sequestered. Clinicians were unable to replicate the issue with event devices and the devices passed diagnostic testing by biomed.

Event description:
The customer reported that the heparin bag was empty earlier than expected one hour after the start of the infusion. The heparin ((B)(4) units in 250 ml) was started at 1511 to infuse at 13u/k/h 14.1 ml/hr with a vtbi of 200. The user opened the pump door to troubleshoot an ail alarm, cleared the air, and restarted the infusion. She returned for another ail alarm and found the container empty. The vi on the pump was 11 ml. Two nurses confirmed the pump was correctly programmed, the set was in the correct pump module and no fluid leaks were discovered. A follow up ptt confirmed the patient received the heparin. Two 2 additional blood draws and one night of complete bed rest were ordered. No other effects to the patient were reported. After the event, the devices were sequestered. Clinicians were unable to replicate the issue with event devices and the devices passed diagnostic testing by biomed.

Manufacturer narrative:
The customer¿s report of a heparin overinfusion was not confirmed. Physical inspection noted the device was in good condition with the instrument seal intact. There were no anomalies observed. Analysis of the pcu event log shows that the pump module was programmed to infuse heparin 25000unit in 250ml at a rate of 14.1ml/hr with a vtbi of 250ml at 12:31 pm on (B)(6) 2018. At 2:07 am on (B)(6) 2018, the user channeled the device off. At 11:22 am the infusion was restarted at 14.1 ml/hr. At 3:08 pm, the device alarmed for air in line. The user paused the infusion and then the device alarmed for flo stop open for 3 seconds and the door was closed. At 3:10 pm, the user changed the vtbi to 200ml and started the infusion. This is when the event description states the infusion was started. It cannot be determined from the log if a new bag was hung. At 3:57 pm, the device alarmed for air in line. The door was closed and the infusion restarted at 4:01 pm. The device then alarmed again for air in line and the user channeled the device off. The volume recorded as being infused from the reported start of the infusion at 3:10 pm until the device was channeled off at 4:01 pm was 11.041ml. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the reported overinfusion was not identified.